Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to ¿pump failure secondary to right heart failure.¿ on (B)(6) 2015 the patient's caregiver had contacted the vad coordinator to report low flow alarms, at which time the patient was responsive. Emergency medical services was called and upon arrival they were instructed in changing the patient¿s system controller. The patient continued to have low flow alarms after changing out the system controller. The patient began to lose consciousness associated with respiratory distress and was transported to the ER. Upon arrival, the patient was in respiratory arrest and was intubated and placed on a ventilator. Lab assessment revealed acute hepatic and renal failure. The patient¿s brain natriuretic peptide was 3334 pg/ml, lactate dehydrogenase was 9002 u/l (previously 633 u/l on (B)(6) 2015), and his plasma free hemoglobin was 66 g/dl. An echocardiogram revealed no signs of obstruction of flow within the lvad. The patient's aortic valve remained closed throughout the study, and the left ventricle diameter was similar in size when compared to previous echocardiograms since lvad implantation. A second system controller change-out was performed while in the intensive care unit without change in the estimated flow and the low flow alarms continued. The patient reportedly had a history of significant right heart failure as well, and he was very sensitive to slight volume changes. It was also reported that his urine toxicology was positive for various unspecified substances. Ultimately, the decision was made to withdraw support after the event was determined to be catastrophic.

Event description:
Additional information: the (B)(6) report indicated "pump failure".

Manufacturer narrative:
(B)(4).no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Manufacturer narrative:
Approximate age of device: 7 months. (B)(4). The lvad was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.